Event description:
On (B)(6) 2012, the pt was implanted with a gore tag endoprosthesis to treat a thoracic aneurysm. On (B)(6) 2012, follow up imaging showed a proximal dissection and aneurysm. The pt had a very tortuous aortic arch. On (B)(6) 2012, the pt underwent a carotid to carotid to left subclavian bypass. On (B)(6) 2012, the pt was implanted with a gore tag endoprosthesis proximal to the previously implanted graft. The dissection and the aneurysm were excluded. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted: tgu454510/7374923a and tgu404010/7374879a.